Event description:
Pt. Was intubated with teleflex sheridan 7.5 ett on (B)(6) 2022.the tube's hub connector was getting disconnected from the ett and had to be replaced.

Event description:
Pt was intubated with teleflex sheridan 7.5 ett on december 16th. The tube's hub connector was getting disconnected from the ett and had to be replaced.